Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00280 and 00281) submitted for devices related to the same patient. Device remains implanted.

Event description:
Approximately one and a half months after the hvad implantation, the vad coordinator reported that the patient had been admitted to hospital when he presented with melena. The patient was treated with two units of packed cells. The patient's aspirin was discontinued for six weeks and he was started on persantine, continued on coumadin and he was discharged home seven days after his admission. Investigation is ongoing.

Manufacturer narrative:
The hvad pump remains implanted in the patient and is not available for return to the manufacturer for analysis. Gastrointestinal bleeding (gi) is a known potential complication associated with patient implanted with a ventricular assist device. Decision by clinicians to discontinue antiplatelet medications suggests that to be a contributing factor. There is no evidence to suggest that a device malfunction caused or contributed to the event. No additional information will be forthcoming. This is one of two reports (3007042319-2014-00281) submitted for devices related to the same patient.